Event description:
The customer reported a leak when using the coulter act diff analyzer. The leak occurred when the wbc (white blood cell) and rbc (red blood cell) baths overflowed. The leak was not contained within the instrument. The operator was wearing gloves when the event occurred. There were no reports of exposure to mucous membranes or cuts. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and observed the wbc (white blood cell) and rbc (red blood cell) baths overflowed. The fse confirmed waste line functionality from vic (vacuum isolator chamber) to exterior waste was draining properly. The fse manually actuated lv15 and it failed. The fse replaced lv15 and leak was resolved. Lv15 is the rbc bath drain solenoid. Rbc bath holds the rbc dilution for mixing and for collecting rbc and platelet data. Identified failure modes: failure mode is related to loose tubing going through lv15. No erroneous results were associated with this event. Upon recur of the failure mode identified; it is likely to impact rbc and platelet results due to dilution error from improper rbc bath drain. Product labeling was evaluated: warnings and precautions: beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).